Manufacturer narrative:
Updated fields: b4, d8, d9 (device available for eval, return to manufacture date), g3, g6, h2, h3, h11. Corrected fields: e3, h6 (medical device problem code, investigation findings)

Event description:
N/a.

Manufacturer narrative:
Updated fields b4, g3, g6, h1, h2, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. The (B)(6) hospital is authorized to perform their own servicing and reported replacing the safety disk, but no service report was provided. It is unclear if the unit passed functional safety checks or returned to normal use. The fat dept conducted a visual inspection of the part received and found that the part is in good condition. The fat department installed part safety disk in the cardiosave test fixture and tested to factory specifications per procedure and the cardiosave service manual. The fat dept. Performed all manifold tests and functional testing. The safety disk passed both. The fat dept was unable to reproduce the reported failure. Retaining the safety disk in fat dept per procedure.

Event description:
N/a.

Event description:
It was reported by customer that the cardiosave intra-aortic balloon pump (iabp) had a faulty safety disk that failed out of the box. It fails the membrane pressure test. There was no patient involvement.

Manufacturer narrative:
Due to character limitation e1(event site telephone): (B)(6). A supplemental report will be submitted upon completion of our investigation.